Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an atrial flutter ablation procedure, the right atrial (ra) lead dislodged. Ra lead repositioning was attempted, and failed. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.